Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available to gore for direct analysis. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to access, delivery and deployment events (e .g . Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), and stent graft migration.¿

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. The device was deployed below the left subclavian artery, but reportedly moved distally of the intended site upon removal of the red lock wire handle to release the device from the delivery catheter. The procedure was completed without any other reported issues. On an unknown date in 2021, a follow-up examination reportedly confirmed the device had migrated further distally (distance not reported). On (B)(6) 2021, a reintervention procedure was performed whereby a non-gore manufactured stent graft was additionally implanted proximally from zone 2. The patient tolerated the procedure. The physician commented that the device was not able to be positioned against the outer curve of the aorta during the initial procedure. The cause of the difficulty in positioning the device against the outer aortic curve was not reported.

Manufacturer narrative:
Updated sections b1 and b2.